Manufacturer narrative:
(B)(4). The lot was manufactured may 17, 2013-may 20, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two day infusor leaked into its housing when the coiled tube separated during the filling process. There was no patient involvement. No additional information is available.